Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent resume pump alarms at various times during the day. The contact indicated that the customer's blood glucose level may have been impacted; however, the value of the level was not known. Although requested, the contact could not provide any further information about the resume pump alarms.